Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily disease proximal left anterior descending artery. After deployment of two non-abbott bare metal stents in the lesion, a perforation was observed in the middle of the overlapping stents. An attempt was made to treat the perforation with balloon inflations which was unsuccessful. The 3.50 x 19 mm graftmaster stent delivery system (sds) was advanced for treatment of the perforation; however, was catching on the proximal end of the proximal implanted stent which resulted in the mid-distal shaft of the graftmaster sds separating. The separation of the shaft occurred outside the patient anatomy; therefore, the separated segment was able to be retrieved successfully without issue. A 2.80 x 19 mm graftmaster sds was advanced and was able to treat the perforation successfully. The patient was stable and was transferred to another facility for observation. No adverse patient effects were reported due to the use of the graftmaster devices. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual and dimensional inspections were performed on the returned device. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure.